Event description:
During a remote follow-up, inappropriate automatic mode switch (ams) and far-field r-wave oversensing episodes were observed on the device. Technical services was contacted and provided reprogramming recommendations. No intervention has been completed. The patient is stable.